Event description:
It was reported that the ilet display developed a large digitized mark on the inside of the screen after the user removed the device from a pocket, while the device and touchscreen continued to function. Symptoms included impaired screen visibility. Outcomes included no alarms and continued device operation. Investigation included customer interview and device replacement logistics. Investigation of this case revealed a suspected display damage affecting screen visibility without functional impairment of touch response. It was concluded, based on previously established findings for similar reports, that the cause was physical damage.